Event description:
It was reported that the customer was admitted in the intensive care unit for high blood glucose of over 600 mg/dl. Troubleshooting was performed. The daily totals matched to bolus history for three days before the event, but there was a gap in the bolus history for other three days. It was stated that the customer is a football player and known for playing without the insulin pump. Ran a fixed prime test and the insulin exited. Performed a high pressure and displacement test and the device passed the tests. It was also reported that the customer was hospitalized three months ago. It was stated that the customer was taken by ambulance both times due to diabetes ketoacidosis. The mother stated that the insulin pump was dropped, which may have caused the motor error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.